Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and passed. A receiver boot test was performed and failed due to receiver white screen displayed on 1/3 screen. Functional tests were performed and failed display pattern test due to receiver white screen displayed on 1/3 screen. An internal visual inspection was performed and passed. The receiver log was downloaded and receiver reset and alert system check observed in the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.